Event description:
A us distributor reported that an electrode belt was displaying add gel messages and was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages and damaged belt) has been confirmed. The dn to rear cable was pulled out of strain relief. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.